Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their cannula was bent and the set was no longer in the body. The customer mentioned that the top half of the infusion set was off and the bottom part was glued to the customer's body. The customer was sent new adhesive tape to resolve the issue.